Manufacturer narrative:
The issue was discovered during a preventative maintenance audit of the 250-bed facility. The bed and rails continue to function as intended, the only deficiency noted is the end caps would not remain in place exposing the edges of the tubing. The device remains in use by the facility and will not be returned to invacare.  Replacement end caps were shipped to the dealer on january 15, 2018. The bed rail manuals/instruction sheets were updated in august 2016. A statement was added alerting users that they need to check for missing end caps and replace if needed. A design change for the assist bars, assist rails and partial rails was implemented on october 26, 2017. The plastic end cap was replaced with a permanent steel cover, which is brazed onto the tube ends and buffed to create a smooth edge.

Event description:
It was reported that the end plugs are not staying attached to the assist bar that is utilized on an ihcs7 electric bed.